Event description:
Fmc product complaint reporting "major blood leak" with dry pack, non-processed device. Complainant called to verify details of this event. "Major" was used to describe the visible presence of blood in the effluent dialysate, not the volume. Dialysis machine alarmed and leak was detected early. Ebl 100 ml due to discard of extracorporeal circuit of the dialyzer. There were no reported adverse effects to the pt. Pre hemoglobin was stable, post hemoglobin not available. Complaint sample available. MDR filed due to blood loss reported.